Event description:
Device was involved in undetected air in line event occurring in the nicu department.

Manufacturer narrative:
Sigma has attempted multiple communications in trying to obtain add'l complaint info. At this date, we have inadequate info to complete our investigation. A follow-up report will be submitted, once a full investigation has been conducted by sigma.